Event description:
A malfunction alarm was reported with the customer's pump, displaying a malfunction 0 code. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the customer with resetting the pump, but the malfunction code persisted. Consequently, a replacement pump was arranged. The customer reverted to multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery.